Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that during the implant attempt a fracture was noticed on the lead. The lead was not implanted. No patient complications were reported as the result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This regulatory report was inadvertently submitted as it is a duplicate of the complaint submitted under mfg report number 2182208000-2010-00292 on 10june2010. Respectfully, this regulatory report is being redacted accordingly.